Event description:
A consumer implanted for failed back surgery syndrome reported in the past couple of days they gradually felt a burning sensation when they laid down with stimulation on. As a result they turned stimulation off on (B)(6) 2016 and scheduled an appointment to have the device checked on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.